Manufacturer narrative:
According to the information provided by the facility staff, the damages occurred when the patient was raising the backrest without noticing that the safety side rail was blocked by a wall-mounted rail. The instructions for use dedicated to enterprise 5000x bed ((B)(4)) warn: ¿when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement.¿ as per the preventive maintenance section, the operation of particular bed components e.g. Side rails should be carefully inspected weekly. When any malfunction is noticed, the device should be immediately withdrawn from the user until the service is performed. To sum up, the complaint was decided to be reportable due to the safety side rail malfunction (partial detachment). The bed was found to be damaged and from that perspective, the device did not meet performance specifications. The bed was in use with the patient when the malfunction was observed.

Event description:
Following information reported by the end-user, the enterprise 5000x bed was not functioning. The patient was on the bed at that time. No injury was reported.during evaluation of the device, arjo technician noticed that the side rail detached partially from the bed¿s frame (the lower arm disconnected, two upper arms were intact). Apart from the damaged side rail also the bed frame (including the backrest frame) was bent and one of the backrest hinges was broken.